Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturators were received inserted into the trocars stretching the envelope seals. Visual inspection of the components revealed no abnormalities. Functionally, the obturators were inserted into the trocars with no binding or difficulty. The instruments were applied to test media; the shields retracted and the knife blades cut cleanly and completely through the media, allowing the cannula to pass through. In addition, the trocars failed an air leak test due to the stretched seals. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, it was impossible to enter the trocar.